Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a covidien/medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed; power cord was damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Scd 700 compression system was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding an issue with the power cord. The unit was sent to a local covidien service center. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.